Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the reported event was confirmed for no image with 180 scopes due to faulty ap and dr patient board. The faulty parts were replaced, and the device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii video system center due to no image nor video was displayed during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The device was manufactured before the circuit design of the operational amplifier of the dr board was changed. The investigation determined the event occurred due to the malfunction of the operational amplifier or the electrical components on the ap board.